Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the device suddenly shut down while working. No health impact or consequences. Addition by hamilton medical ag (first assessment): the log files show that the device went into safety ventilation which is a weight based ventilation. It did not shut down.

Event description:
The following was reported to hamilton medical ag: the device suddenly shut down while working. No health impact or consequences. Addition by hamilton medical ag (first assessment): the log files show that the device went into safety ventilation which is a weight based ventilation. It did not shut down.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. During ventilation the ventilator went into safety mode and alarmed with respective tfs. Nevertheless, the event did not cause or contributed to a death or serious injury. During safety mode, the ventilation is not interrupted but the device must be either re-started or exchanged. The patient could be transferred to a different ventilator in a planned manner and the device alarms consequently about the safety mode. The root cause of the event was deemed to be a software issue.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the device suddenly shut down while working. No health impact or consequences. Addition by hamilton medical ag (first assessment): the log files show that the device went into safety ventilation which is a weight based ventilation. It did not shut down.